Event description:
A female underwent a cardiac stress test in (B)(6) 2014. She had electrodes placed on her skin for the duration of the test which was 17-18 minutes. When the electrodes were removed, she alleged she had three dark marks on her dark skin. She contacted her primary care doctor in early (B)(6). The doctor prescribed a topical betamethasone valerate cream which lightened some of the marks on her left side but not on the right side. After two months of applying the ointment, the woman alleged that the dark marks remained. The woman has not had a follow-up appointment with her doctor as of this report.

Manufacturer narrative:
Lot number of product was not provided. Without the lot number it is not possible to know the expiration date. Without the lot number it is not possible to know manufacturer date of the product. Product was not returned.